Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. D4 (medical device lot #), g3, h6 (method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy & atherectomy for stenosis in the p1 segment of the superficial femoral artery and combination of fresh thrombus in the stenotic segment by a rotarex suction tethering catheter. During the procedure, the guidewire guided thrombus catheter was allegedly found to have broken and could not be used when the thrombus catheter was aspirated in place. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent a thrombectomy and atherectomy for stenosis in the p1 segment of the superficial femoral artery and combination of fresh thrombus in the stenotic segment by a rotarex suction tethering catheter. During the procedure, the guidewire guided thrombus catheter was allegedly found to have broken and could not be used when the thrombus catheter was aspirated in place. There was no reported patient injury.